Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the bone graft substitute didn't harden after an hour and fifteen minutes following applications. A back up kit was used to finish the procedure.